Event description:
The manufacturer received a voluntary medwatch (mw5110245) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. The patient alleged chronic cough and diagnosed with cancer. The patient had tumors in her lung, liver, spleen and also cancer in bone, spine and brain. The patient passed away in 2022.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused leukemia. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.